Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) pump due to mechanical issues. The pump would function correctly on occasion but it could not be predicted when the pump would function and fill the cylinders. The patient is expected to make a full recovery.